Event description:
It was reported by the field service engineer (fse) while performing a field correction order (fco) the ventilator had error code indicating proximal pressure sensor auto zero failed in the ventilator diagnostic logs. No patient harm reported. The investigation is ongoing.

Manufacturer narrative:
The suspected solenoid valve was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "the accusation could not be duplicated at the product investigation lab (pil). The solenoid operates at the pil without issue or error code and passes all testing in test 4 (pressure accuracy testing) of the service manual. No problem found."

Manufacturer narrative:
The diagnostics logs were reviewed, and per the service manual, it was determined that replacement of the solenoid valves and data acquisition pcba were required. The fse replaced the data acquisition pcba, two solenoid valves and the issue was resolved. The device successfully passed the performance verification with all required tests. The device was returned to customer for use.